Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that when patient presented via remote transmission, multiple episodes of auto mode switching resulting from far r and a vf episode due to t-wave oversensing was observed. Patient had received inappropriate therapy. Programming changes were made. Patient is fine.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, the device exhibited far-field r-wave oversensing on the atrial channel. The device was reprogrammed and remains implanted.